Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction does not meet the standard value. Due to the wear of the angle wire, the play of the upward and downward angulation control knob was outside the standard range. The adhesive on the bending section cover had a white-clouded area. The upward/downward angulation control knob had corrosion. The air/water cylinder had discoloration. The connecting tube had a scratch and discoloration. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle, tip and secondary feed channel conduit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Component analysis revealed that the foreign substances were rust, iron, chlorine, and silicic acid (drug-derived antifoaming agent, etc.), but could not determine the root cause of the residual foreign material. The suggested phenomena were presumed to have been due to physical damage to the device, disallowing proper reprocessing of the device. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. It is requested that the user facility continue to handle the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.